Event description:
It was reported that during a hemorrhoid procedure, the primary package was damaged. The inner packaging was found damaged: the nurse noticed a hole just close to the opening corner. The device was unusable because of sterility loss. No damage of the outer box. According to the customer, the storage condition was normal. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.